Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with 30 ml of versed 2 mg/ml and was loaded into a patient controlled analgesia (pca) pump. At an unspecified time, the pca pump was programmed to deliver in pca+continuous mode, with a 2 mg/hr continuous rate, a 1-4 mg pca dose, a 15 minute pt lockout, and the delivery was started. The customer contact reported that a second vial was filled with 30 ml of fentanyl 50 mcg/ml. The second vial was loaded into a second pca pump that was programmed to deliver in the pca+continuous mode, at rate of 25 mcg/ml, with a 100 mcg pca dose, a 15 minute patient lockout, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the customer contact indicated that the patient reportedly became restless. It was reported that within the next hour at an unspecified times, that the nurse gave the patient 2-3 bolus doses of versed 2-4 mg. At an unspecified time, it was reported that the nurse noted an unspecified volume of solution on the floor. The customer contact reported that solution leaked from the injector of the versed vial, below the flange. The customer contact reported the therapy was resumed after a delay of 30-60 minutes while a new versed vial was obtained from the pharmacy department. The customer contact reported that the patient had "unplanned pain and discomfort" due to the delay. Although there was potential for serious injury, the customer contact indicated there were no adverse patient effects. No medical interventions were required. During testing at the user facility, solution leaked from the injector of the vial, below the flange. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.